Manufacturer narrative:
Product event summary: an image file and the pscc100 loop catheter with lot number 0012400112 were returned and analyzed. The returned image showed a loop catheter with a knotted array. Visual inspection showed the catheter was received without the guidewire, the array assembly received was not knotted or inverted, and the guidewire lumen was received extended. The nitinol array wire was detached from its proximal bond, protruding outside of the dual lumen and the array pebax tube was bent at the distal arm. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip, but detached from the dual lumen. The electrode wires were intact without breakage or detachment from the electrodes and electrode 1 was deformed. Optical inspection at high magnification revealed bent pebax tubing at the distal arm and the nitinol array wire was outside of the dual lumen. It was noted that the pebax tubing exhibited a twisted configuration between electrodes 1 and 2, and was ribbed between electrodes 2 and 3. Mechanical verification of the steering and slide mechanisms showed the slide control function was stiff despite softening of the guidewire lumen and the steering function was normal, with the distal catheter tip responding with the expected rotation in both directions. Data from the catheter identification chip confirmed usage o n the reported event date. The electrical continuity test passed for all electrodes. The catheter was not reprogrammed as the catheter condition would not permit to perform ablation using the generator. No other tests could be performed due to the returned conditi on of the catheter. In conclusion, the reported array knot and inversion were not confirmed during testing; however, the loop catheter did not pass returned product inspection due to the nitinol array wire being dislodged from the dual lumen, a twisted and ribbed pebax tube, the nitinol wire being bent, and electrode one being crushed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the array assembly received was inverted. In conclusion, the reported array inversion was confirmed during returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the loop catheter was unable to be retracted into the sheath. It was observed that the array turned over and could not be fixed. After the loop catheter was removed from the patient, it was observed that the array was knotted and damaged. The loop catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.